Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a thrombus. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr). One clip was implanted with no reported issue. On (B)(6) 2023, the patient presented with recurrent mr of grade of 4. The increased mr was attributed to disease progression. The previously implanted clip is stable on the leaflets. An additional mitraclip procedure was performed to treat the recurrent mr. During advancement of the steerable guide catheter (sgc) through the septum, a thrombus was noted on the tip of the guidewire. First (activated clotting time) act was still being processed when clot was noticed. Medication (heparin and continued warfarin) was given. The sgc was retracted to the right atrium and the thrombus came with. During removal of the sgc out of the body, the thrombus dislodged into ivc (inferior vena cava). At this point, it was decided to abort the procedure. There were no clinical symptoms. No additional information as provided.